Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported an unexpected outcome following an intraocular lens (iol) implant procedure. The patient's postoperative refraction was more than two diopters of myopia while the patient preoperatively was hyperopic. The surgeon reported that possible retained viscoelastic that was used during the procedure contributed to the outcome. Additional information has been requested.